Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Review of the medical records and imaging by aga's medical consultant resulted in the following findings: this case involved closure of a pda with an amplatzer septal occluder. The defect measured 15mm in diameter. The patient had a history of severe pulmonary hypertension. After placement of the device, the pressures decreased and the device was released; however, the device embolized in the descending aorta. The images demonstrated deployment of the aso in the pda. The device was astride the pda and there was significant shunt through the wire mesh. The final images demonstrate the recapture of the device and removal through the pda. Based on the images provided, the aso embolized due to the patient's pulmonary hypertension and the structure of the device itself. The device is soft with a smaller right atrial disc compared to the left atrial disc. In addition, the waist of aso is only 3mm in length and hence the waist had to stretch at the expense of the discs to accommodate the length of the pda, thereby shortening the discs further. In patients with severe pulmonary hypertension, a softer device does not seem to be the best option. Aga's medical consultant believes the 13mm aso was too soft a device for the hypertensive 15mm pda, and believes that the patient had pulmonary hypertensive crisis during which time the device embolized. According to the instructions for use, the amplatzer septal occluder is intended for the closure of atrial septal defects in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration. The use of this device has not been studied in patients with patent ductus arteriosus.

Event description:
An amplatzer septal occluder (aso) was used to test occlude a 1.5cm patent ductus arteriosus (pda) on a patient with severe pulmonary hypertension. A 13mm amplatzer septal occluder was implanted which resulted in a drop in the pulmonary artery pressure. After an observation period of fifteen minutes, the aso was deployed and released. Five minutes after the release, the device dislodged and embolized to the descending aorta. The device was percutaneously retrieved with no incident to the patient. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.